Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd¿ insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe needle hub assembly stayed in needle shield when removed"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10 h6: investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that the syringe hub separated into the needle shield. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0286306. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that the needle hub separated from the bd¿ insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe needle hub assembly stayed in needle shield when removed."